Event description:
Preoperative x-ray of femur prior to regular scheduled im nail removal after fracture healing revealed that the im nail had fractured at one of the proximal transverse screw holes. Normal healing of fracture had occurred. Original dos:(B)(6) 2012. Going to remove due to fracture being healed. Removal dos (B)(6) 2012 - dr. (B)(6). Removed top 30 mm of the nail - remaining nail is still in patient. Nail broke right at the transfer screw hole. Patient: male weight: (B)(6).

Manufacturer narrative:
Per discussion and email between orthopediatrics chief medical officer and the operating surgeon: the device performed as intended and complete healing of osteotomy was accomplished. Broken nail was identified pre-operatively via x-ray and surgeon elected to proceed with the planned removal surgery to remove only the proximal portion of nail. Remaining nail fragment in patient has no adverse effect on patient outcome.